Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged port leak. "The patient came into the office for an adjustment and the band was missing 5cc of saline. The surgeon ordered upper gi (gastro-intestinal) radiography and endoscopy to confirm the leak." The port was removed and replaced.